Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the positioning issue was determined to be use related as the pump was pushed too deep into the ventricle during the advancement of the repo unit. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the cp failed to position appropriately as it was under the papillary. The team made the choice after just 20 hours to explant and escalate care to the 5.5 pump. There was no harm or injury from the replacement/interruption in the support.